Event description:
It was reported that the insulin pump alarmed motor error while changing the reservoir. It was stated that error has occurred a couple of times earlier as well. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.